Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
During a pulse field ablation (pfa) procedure for atrial fibrillation, a farawave catheter was selected for use. The perfusion cavity could not be flushed, and no water flow could be established. The catheter was replaced and the procedure was completed successfully with another farawave device. No patient complications occurred, and the patient remained stable following the procedure.